Event description:
It was reported that a large volume infusor delivered its medication faster than expected. The device was filled with 136.5ml of 0.9% sodium chloride and 93.5ml of fluorouracil for a total fill volume of 230ml. The expected delivery time was 46 hours; however, after 20 hours the balloon was noted to be filled with less solution than expected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured march 11, 2014 to march 12, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. A photograph was provided for inspection, but the reported condition could not be verified based on a photograph alone. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.